Event description:
Event: (cc# 98-01052) the patient was placed on iab support after a failed ptca and ohs was scheduled for 8/21/98. At approximately 0500 on 8/21/98, blood was noted in the tubing and the surgeon was notified. The iab was turned off and the patient maintained adequate hemodynamics until the scheduled surgery. The iab was removed and the open heart procedure was performed. The patient was weaned from bypass and a second iab was inserted and the patient was transferred to the unit. Twenty four hours later, the patient was extubated and is doing fine in the unit. On 8/27/98, datascope also received the mandatory medwatch form from the distributor; uf/dist report # FDA-34955-1998-007. On 10/21/98, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 8/24/98, 8/27/98. [Patient's current status]: fine - reported 8/24/98.